Manufacturer narrative:
Zio at is not indicated for patients younger than 18 years old. Skin irritation is a known inherent risk of the device. An excerpt from the zio® at clinical reference manual (alb0034.04) warnings reads as follows: do not use the zio monitor on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the patch from the patient¿s chest.

Event description:
The pediatric patient presented to their healthcare provider with a skin injury. Antibiotics were prescribed by the patient's healthcare provider due to infection.